Event description:
Information was received that "penetration" of anterior chamber, "occurred during refractive surgery performed in 1999. It was further reported that the patient experience "damage" to endothelial cells, corneal "ectasia", "loss" of visual acuity, monocular diplopia and halos. A review of the company's records showed no record of the event being reported by either the surgeon or the user facility. The event information was received on 4/30/2001.